Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that system was shocking/jolting the patient (pt) and hcp removed entire system except for 1 electrode in the cervical spine. Caller stated that hcp believed the pt may have been in an accident, potentially causing a lead fracture, that led to the shocking/jolting. Troubleshooting was not required.

Manufacturer narrative:
Continuation of d10: product ID 3777-75 lot# serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(6), ubd: 07-dec-2014, UDI#: (B)(4); product ID: 3777-75, serial/lot #: (B)(6), ubd: 29-jan-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3777-75 serial# (B)(6) product type lead; product ID 3777-75 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the manufacturing rep. Rep was asked for ins and leads explant date and they responded they will get this from the clinic before aug 1st. The physician believes the cause is from the broken lead that was discovered when the explant occurred. The patient was explanted and a lead fragment was left in the cervical spine. The doctor reported the patient was doing well at her follow up. Device have been discarded.

Manufacturer narrative:
Continuation of d10: product ID 3777-75, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type lead. Product ID 3777-75, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.